Event description:
Hex end of screwdriver broke in interference screw. Added 30 minutes to case due to having to retrieve broken part. Screwdriver was stuck in the screw and broke when surgeon pulled driver out of wound site.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. No further complications have been reported. Current information is insufficient to permit a conclusion as to the cause of the event.